Event description:
The technician alleged that the head of bed will not lower by the cardio pulmonary resuscitation level or the side rail controls. No patient impact.

Manufacturer narrative:
The technician replaced the cardio pulmonary resuscitation valve and the head down valve to resolve the issue.